Manufacturer narrative:
The hillrom technician found the lift strap had broken and needed to be replaced. The periodic inspection manual for the likorall 242 lift (3en191001, rev 2) states the following should be inspected at least annually: section 10 lift strap: make sure the lift strap is not older than 5 years, according to service history. If service history is not available, the recommendation is to replace the lift strap if the lift is 5 years or older. Using the hand control, lower the strap to its maximum extension. Inspect the strap for frayed edges, heavy wrinkles or wear-through areas. Make sure the plastic cover is not damaged and the screws are properly fastened. Verify that the sling bar attachment is secure on strap. Make sure there are no deformities in the slingbar attachment. Q-link / lift strap joint (likorall¿): verify that the link is secure on strap. Slide plastic cover off the link and visually inspect that the lift strap safety pin is seated securely in the middle recess of the link. Periodic inspection of the lift was performed in january 2020. The lift strap was not replaced at that time since it was in good condition. The hillrom technician took the overhead lift out of service and replaced the lift strap to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the lift strap broke at the strap buckle causing the remaining straps to spool inside the actuator. The lift was located at the account . There was no serious patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).